Event description:
The facility reported an infusion pump with a broken channel a that was not responding. The event was reported to have occurred prior to use. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: the reported condition of broken channel a that was not responding was confirmed during evaluation. The reported condition was attributed to a defective channel a pumphead module keypad. The front bezel of channel a pumphead module keypad was replaced to fix the reported problem, and the device was returned to the customer fully operational.